Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the screws and reciprocation arm were worn and the motor was corroded and the speed was unstable. The screws, motor and reciprocation arm were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 country: belgium.

Event description:
It was reported that during preventive maintenance, the device was found in need of repair as it had a corroded motor, worn screws two pieces and worn reciprocation arm. During product evaluation, it was found that the speed was unstable. There was no patient involvement. Due diligence is complete and there is no additional information available.